Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and without the device to analyze, a cause for the reported difficult to open or closely associated with a single gripper actuation issue resulting in tissue injury and tr could not be determined. Image resolution poor is related to procedural conditions as imaging was reported to be challenging. Tricuspid regurgitation and tissue damage/injury are known possible complications associated with triclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was advanced within the patient successfully. While testing the grippers it was identified that the grippers were not functioning successfully. There was tissue damage identified on the leaflet. The clip was attempted to be retracted into the tricuspid steerable guide catheter (tsgc) when it became caught on the tsgc tip and opened within the right atrium. Troubleshooting was preformed. The procedure was discontinued. The final tr is grade 4. There were no clinically significant delays reported.